Event description:
The customer reported the system stopped tracking during a procedure. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tracking box was replaced and calibrated. The system was then found to be operating as intended.